Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched on (B)(6) 2021 due to low blood glucose. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose level was 170 mg/dl. Customer had to have surgery took insulin pump off for 4 months. Customer stated that they were unsure if insulin pump had an issue and they did not see any numbers on screen and some they did not recognize. Unsure if they have been altered. The customer stated that the symptoms related to low blood glucose such as nausea. The customer was treated with juice and cookies and it went to 70 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering because they had lows since getting back on insulin pump. The device will not be returned for analysis.